Event description:
Medtronic enlite sensor repeatedly kinks (bends) under the skin and causes false blood sugar readings. I have a photo of what the sensor looks like upon removal. This patient is very adherent and careful with use of devices. She calls medtronic but they are not helpful. These errors occur frequently for her.